Event description:
It was reported that during an unknown procedure, the device broke during case. All pieces were retrieved. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.